Event description:
It was reported that the contacts in the patients implantable pulse generator had come loose and noted that patient had difficulty charging the ipg. Additionally, the patient experienced inadequate stimulation despite reprogramming and noticed several contacts with high impedances. The patient also mentioned that the spinal cord stimulator (scs) was causing increased pain. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7085541/7093019.